Event description:
The lay user/pt contacted lifescan (lfs) on february 11, 2009 and alleged that a one touch ultrasmart meter was giving inaccurate results. In 2009, at around 1:30 pm, the pt received a blood sugar result of 159 mg/dl and administered 6 counts of carbohydrates and 6 units of human insulin through insulin pump. At around 4:00 pm on the same day, the pt tested his blood sugar on the alleged meter and received a result of 119 mg/dl and ate 3 counts of carbohydrates and administered 3.5 units of human insulin through the insulin pump. At around 6:00 pm, his mother-in-law found him "unconscious". The emergency ambulance was called. His blood sugar was tested on the emergency assistance meter at around 6:00 pm and received a result of 59 mg/dl. The pt was treated with IV glucose and he felt better after that. The patient's blood sugar was again tested at around 6:20 pm and received blood sugar results of 84 mg/dl and 154 mg/dl on the alleged meter, performed within 10 minutes of each other. Based on the consensus error grid analysis, the difference between the compared results falls within c zone. The customer service agent (csa) verified that the pt was using correct technique to test and to clean the puncture area, the sample was collected from an approved source, the unit of measure was set correctly, and he was reading the meter right side up. Replacement products were sent to the pt. This complaint is being reported, as the pt allegedly received inaccurate reading on the alleged meter and later, developed "unconsciousness" and was treated with "IV glucose" which suggest severe hypoglycemia. Diabetes care management: the pt normally tests his blood sugar 5-8 times daily and takes human insulin through insulin pump.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.